Manufacturer narrative:
Plant investigation: the complaint sample is not available and the lot number of product involved is unknown. Therefore a search in the complaint management system was performed of the lots delivered to the facility, with a time frame of three months before the event date from (B)(6) 2018 thru (B)(6) 2018; however, no information was found from the device products. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this customer regarding to the device or other product. No DHR review was performed since the lot number is unknown and no information was found on the sap system from this customer related to the device.

Event description:
It was reported that a registered nurse (rn) discovered a fluid leak during a patient¿s treatment. The rn reported the patient received a drain complication alarm during drain 0, the cycler then advanced to fill 1. The pdrn was advised to check the connections, the rn observed fluid leaking from the stay safe connector. The cause of the leak is unknown. The rn was advised cancel treatment and to reset the cycler with all new supplies. Additional information was solicited, but unavailable.